Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the lead was checked visually, electrically, and mechanically. During the visual inspection, cuts were seen in the insulation and a deformation of the distal shock coil, which was probably a result of the operation procedure. The analysis did not show any other deviations that could be related to the clinical complaint. In particular, the measurement values of the electrical analysis were within the technical specification. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of approximately 2 months, the shock impedance was reported to be either >150 ohm or less than 25 ohm. The connection was checked and it was fine. The lead was explanted and returned to biotronik for analysis. No worsening of the patient¿s health was reported.